Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The physician experienced difficulty when removing stent protector from the 2.5x20mm promus element plus stent. Once removed, the stent was found to have dislodged from the stent delivery balloon. There was no patient involvement. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The physician experienced difficulty when removing stent protector from the 2.5x20mm promus element plus stent. Once removed, the stent was found to have dislodged from the stent delivery balloon. There was no patient involvement. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is a combination product. A technical analysis could not be performed as the device has not been returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned without the stent or the stent protector. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. It is possible that the balloon was inflated during preparation, with the stent protector covering the stent. In such a case the stent is deployed inside the stent protector and is removed from the balloon with the stent protector. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).